Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for varicose veins and factor v-leiden mutation. At some time post filter deployment, it was alleged that the filter struts perforated the l4 vertebrae. The device was removed percutaneously. The patient was diagnosed with hematoma and experienced back pain; however, the current status of the patient is unknown.